Event description:
The physician informed gore on 09/19/2011 of the event. The complainant reported a pt developed fluid collection around the gore tex vascular graft. Additionally, he reported he treated the pt and the pt is fine. The complainant told gore he does not want to be contacted for further info.

Manufacturer narrative:
Device remains in the pt. Review of the mfg history records confirmed device met release specifications.